Event description:
Reference number(B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set cannula kinked within 3 hours of insertion at lower back and back of the arm on (B)(6) 2024, which resulted in elevated blood glucose (above 300 mg/dl), therefore patient had received correction bolus via multiple daily injection (mdi) and correction injection via mdi, changed out infusion set. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.